Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/11/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one unopened sample that pertains to product code eh7223h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one unopened sample that pertains to product code eh7223h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one unopened sample that pertains to product code eh7223h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one unopened sample that pertains to product code eh7223h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one unopened sample that pertains to product code eh7223h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample. The packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04884, 2210968-2023-04888, 2210968-2023-04889, & 2210968-2023-04887.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number: tabchp. Events reported via: 2210968-2023-04884, 2210968-2023-04888, 2210968-2023-04889,2210968-2023-04887.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2023 and suture was used. During the procedure, when knotting the thread, the material tore off in frays. 5 slides with the same lot number are affected in this surgery. No adverse patient consequences were reported. Additional information was requested.